Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: should unusual resistance be felt at any time during the insertion process, do not force passage. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: inspect the valeo biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]. Inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon expandable stent allegedly dislodged during insertion into the sheath; therefore, the device was not used. There was no patient involvement.